Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). By the time he arrived to the ICU they had followed the help screen and resumed pumping. He questioned blood in the sleeve of the iab catheter. Esp team advised that there can be blood that seeps into the sleeve from the hemostasis valve of the sheath. Esp team advised him to check the helium tubing and there was no blood noted. Esp team briefly discussed the alarm and several reasons why it may occur, and basic troubleshooting tips. Currently pumping alarm free. He had no more questions and the call ended.

Event description:
User called into emergency support program line to request and report issue during use in which intra-aortic balloon (iab) had gas loss alarm occurred. There was no harm or injury reported.